Event description:
A caller reported damage to their pump's housing and usb port, which prevented the charging cable from being inserted. Despite the damage, the pump had not shut down. There was no adverse impact to the customer's blood glucose level. The customer arranged to receive an out-of-warranty loaner pump from technical support while continuing to use the current pump and began the process for obtaining a new tandem pump. They agreed to send necessary insurance documentation, and a loaner pump agreement was discussed and completed. The loaner pump was sent to the customer, along with instructions for its setup and use.